Event description:
Device has been explanted.

Manufacturer narrative:
Additional and/or corrected data: lab analysis summary: visual analysis of the returned device identified: opening leak test was performed and found opening on anterior. A microscopic analysis was performed which identify opening sharp in the plug strap disk shell. The fill test inspection was performed, the result is no blockage based on the device analysis the final assessment is: -a sharp opening on plug strap disk shell to an unidentified (tear) opening.

Event description:
Healthcare professional reported left side deflation. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. The device remains implanted.